Manufacturer narrative:
For the reported events, a ge healthcare service representative and hospital biomed engineer performed a checkout of the system and confirmed the reported events. The flow sensors were replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine experienced high positive end expiratory pressure in the patient circuit. The report was received from a single source. The reported event did not involve a patient.